Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the devices were not detected on bus. Field service engineer turn off firewall to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es devices was not detected on bus, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.